Event description:
A nurse at the facility reports that an intraocluar lens was damaged inside the cartridge of the delivery system. Enlargement of the incision was required to acommodate removal and replacement of the lens. The pt had a good outcome with no reported problems.